Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working at 9 minutes and 57 seconds with 93,385 joules of fiber use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned device identified a detached glass cap.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported events are confirmed. Analysis identified mild level of devitrification at the output window and severe level of debris adhesion on the metal cap indicating prolonged tissue contact and fiber usage. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.